Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a stress stronger than the what the user applied (load of friction) to the distal cover by twisting, pushing, and pulling as recommended by instructions for use. There was some temporary failure such as adhesion of foreign material at the distal end. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information. The subject device was inspected prior to the procedure. The distal cover felt soft and very pliable. No anti-fog agents or other chemicals were used on the scope lens. After attaching the distal cover to the scope, the device was inspected again and there was no damage. After attaching the distal cover to the scope, the distal cover was pulled and twisted to confirm correct placement. The distal cover was not damaged after removing from the patient's mouth.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent removal and exchange, the distal cap on the duodenovideoscope fell inside the patient¿s mouth upon withdrawal of the duodenovideoscope. The distal cap was successfully removed from the patient. No reported delay with the procedure. The intended procedure was completed. No post-operative issues reported. No patient injury reported. The user facility further reported that when they were trying to fit the disposable distal end cover (distal cap) on the duodenovideoscope, they tried three different covers that did not install properly before getting one to fit. There were three covers left in the box after the procedure, and the staff removed them to prevent them from being used. This is related to complaint (B)(4), which is for the disposable distal cap.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time. This report will be updated if new and relevant information is received later.